Event description:
There was an allegation of questionable test results for 8 patient samples on a cobas 8000 c702 module. Results for the following assays were affected: albumin, uric acid, total protein, and creatinine. Albumin: the initial result was >100 g/l, and the repeated result was 37 g/l. The initial result was >100 g/l, and the repeated result was 41 g/l. The initial result was >100 g/l, and the repeated result was 35 g/l. On (B)(6) 2025, the initial result was 79 g/l, and the repeated result was 36.5 g/l on (B)(6) 2025, the initial result was 76.29 g/l, and the repeated result was 38.91 g/l. Uric acid: on (B)(6) 2025, the initial result was 57 mol/l, and the repeated result was 264 mol/l. Total protein: on (B)(6) 2025, the initial result was 75 g/l, and the repeated result was 96 g/l. Creatinine: on (B)(6) 2025, the initial result was 76 mol/l, and the repeated result was 99 mol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The field service representative found a blockage in the vacuum nozzle. He removed the blockage, performed a tank decontamination, aligned the probes, checked washes, and adjusted the rinse post-decontamination. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.